Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor would not calibrate. The user also observed error codes. As a result, an alternate device was employed for the procedure. There was no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.